Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a partial lead (only distal portion) was returned in one piece. Visual examination found multiple external insulation abrasion breaching the outer insulation and exposing the outer coil distal to suture tie impression. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.